Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Pump had cracked display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm during bolus and while changing infusion set. Customer's blood glucose was 142 mg/dl. During troubleshooting for no delivery alarm, insulin was able to exit and customer was advised that insulin pump was working as designed. During troubleshooting for motor error alarms, customer was advised that insulin pump would need to be replaced due to excessive motor error alarms.